Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of transmission revealed an alert of high defibrillation impedance exhibited by the right ventricular lead. Further information was requested but not received.